Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient underwent a right knee revision due to pain, synovitis, poly wear of both the tibial insert and patella component, and loosening of both the tibial tray and femoral component at the cement to implant interface. The surgeon noted the breakdown of the tibial poly locking mechanism. The medical record does not specify the cement manufacturer used during the primary operation. However, the event description indicated depuy cement was used during the primary operation. Doi:(B)(6) 1997; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Diagnosis: poly wear with polysynovitis. Adverse event: poly failure, tibial - wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.